Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported cardiac perforation may have been procedure related. Per the IFU, vascular perforation or dissection is a known risk with the use of this device.

Event description:
During a left ventricular tachycardia procedure, a cardiac perforation occurred. While ablating in the left ventricle, the patient became hypotensive and an echocardiogram revealed a pericardial effusion. A pericardiocentesis was performed and a patch was positioned in the left ventricle to stabilize the patient. There were no performance issues with any abbott device.